Event description:
Info received indicates that a ratcheting suture broke as the valve was being placed in the annulus. The surgeon could not get the valve in the annulus with one stent in the upright position. The holder was removed, but the valve was even more difficult to insert with all of the posts in the upright position. The valve was abandoned at implant and returned for analysis.

Manufacturer narrative:
Eval method: other = device history reviewed. Results: other = device history review found the product met specs when released for distribution. Conclusion: other = cause of event cannot be determined. Analysis: the valve was returned, but the valve holder was not returned. The reported event involved the valve holder, and analysis was not possible without the returned product. Conclusion: we were unable to analyze the valve holder or the suture without the product return. The exact cause of the event cannot be determined.